Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is unable to establish communication between her ipg and her charger. It was also reported the pt has not charged her ipg in an extended period of time. The pt was advised that her ipg may have become inoperable as a result of her not charging. The pt is to consult with her physician and surgical intervention may be taken at a later date to address this issue.